Event description:
The dental implant fx3608swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 24 days after implantation. The doctor noted bone resorption during explantation. The patient has medical history of diabetes and hypertension. The patient has recovered without complications.